Manufacturer narrative:
Device analysis report attached. This report is submitted on january 16, 2024.

Manufacturer narrative:
This report is submitted on november 24, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. Subsequently, the device was explanted under general anesthesia on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.